Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date in 2022 and suture was used. Breakage occurred while attempting to suture the animal under anesthetic. They did not attempt to use anymore. There were no adverse consequences reported. No further information was provided.

Manufacturer narrative:
(B)(4). Date sent to FDA: 10/28/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that it was received one open box with thirty-four unopened samples that pertain to product code z340h. During visual inspection of the thirty-four, no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed and examined along of strand and no anomalies or damaged were observed during evaluation. The functional test was performed using an instron and the tensile force in eight samples did not meet the minimum requirements. Based on the information currently available, damaged suture defect was identified during the investigation of the samples received. This product issue will be addressed through quality system.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/15/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.